Event description:
It was reported that this pacemaker was suspected depleting as the battery decreased from three years of longevity down to one year at its latest device check. Battery consumption was 225%. As per engineering analysis the device has the possibility to be in eri or depleted end of life (eol), therefore it needs to be check by the physician at an early stage. To date, the device remains in service.

Event description:
It was reported that this pacemaker was suspected depleting as the battery decreased from three years of longevity down to one year at its latest device check. Battery consumption was 225%. As per engineering analysis the device has the possibility to be in eri or depleted end of life (eol), therefore it needs to be check by the physician at an early stage. To date, the device remains in service. No adverse patient effects were reported. Additional information was received, the device was explanted and replaced.